Event description:
The electrophysiology(ep) doctor used an sl1 swartz guiding introducer and had difficulty passing it with resistance through the septum of the patient's heart from right atrium to left atrium for pulmonary vein isolation (pvi) ablation. Once the doctor removed it from the body and examined the introducer on the table, he noticed when pushng the brk 71cm transeptal needle thru the sl1 introducer, a small piece of plastic broke off the opening end of the introducer sheath onto the table. Another sl1 guiding sheath was used without any difficulty.